Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the proximal end threaded part of the healicoil knotless pk suture anchor 5.0 mm twisted off its seat on the inserter, causing it to break as it was being screwed in. All the broken pieces were removed from the patient with a grasper. The procedure was completed with a smith and nephew back up device using the original drilled bone hole just slightly deeper (25mm), leaving no void in the patient. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found 3 different perspectives of a healicoil anchor. The proximal anchor is deformed and broken. The shaft assembly tip is bent and went through the proximal anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion could cause failure of the implant or insertion device. Based on this investigation, the need for corrective action is not indicated.